Manufacturer narrative:
(B)(4). Bence abonyi, md1, karoly pap, md, phd1, tamas gal, md, gabor vasarhelyi, md, ivan udvarhelyi, md, laszlo hangody, md, dsc (2020), a comparison of sanatmetal sanat swing and zimmer nexgen total knee implants: 10-year postoperative follow-up results. Medical products: unknown nexgen patella catalog # unknown lot # unknown; unknown nexgen femoral component catalog # unknown lot # unknown; unknown nexgen articular surface catalog # unknown lot # unknown. MFR site: (B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Multiple MDR reports were filled for this event: 0001822565-2021-00653, 0001822565-2021-00654, 0001822565-2021-00655. Product location is unknown.

Event description:
A journal article was retrieved from joint diseases and related surgery (2021) that reported a study from hungary that looked at the differences between the nexgen and sanat swing knees in long-term follow up. The purpose of the study was to present the 10-year postoperative follow-up results of sanat swing and nexgen total knee implants. The study reviewed 189 total knee replacement patients. The patients were divided into 2 groups; group a (105 patients) received sanat swing implants (sanatmetal), and group b (84 patients) received nexgen implants (zimmer biomet). All patients received a cemented total knee prosthesis with cruciate-retaining inserts and patellar components. The study population had a mean age of 68 years at time of surgery (range 48-86 years). Follow-up was conducted at six weeks, six months, one year and every other year thereafter for 10 years. One patient underwent a knee arthroplasty. Subsequently, the patients experienced loosening and low-grade septic complication was suspected. The patient was treated a with two-stage revision one year after the primary tka. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.